Event description:
A total hip arthroplasty was revised, due to dislocation after the pt suffered a traumatic fall.

Manufacturer narrative:
Unable to investigate report as specific info was not provided. Manufacturing facility is awaiting return of the device for eval.